Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed tests with a training sureform stapler on all usms with expected results. There was no engagement issue found. The system was tested and verified as ready for use. The complaint regarding engagement issue was not confirmed based on the field evaluation. The customer was requested to return the sureform 45 staplers associated with this event for analysis. Isi has not received the parts for evaluation as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Event verification via remotefe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system sk1723 matching the documented event details. The logs were reviewed/analyzed as part of the isi technical support engineer (tse) investigation. This complaint is considered a reportable event due to the following conclusion: the robotics assisted procedure was converted to open surgery after the start of the procedure due to instrument engagement issue. However, isi field service engineer (fse) was unable to confirm/reproduce the alleged complaint of engagement issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, there was an engagement issue with the sureform 45 stapler on universal surgical manipulator (usm) 2. It was noted that there was no related error present in the logs, and the instrument would not complete its self-test. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the caller to remove and reinstall the instrument and the sterile adaptor, but the issue persisted. Further troubleshooting with the customer continued and a second sureform 45 stapler was used, but despite the efforts, the same engagement issue reoccurred. There was no reported injury at the time. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was a total gastrectomy. The procedure was converted to open due to operative complications related to the patient, and not due to the da vinci system. The surgeon considered it more appropriate to proceed with open surgery. The procedure delay did not occur during a critical step.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instruments involved with this complaint and completed the device evaluation. Failure analysis of the first sureform stapler installed: the sureform 45 stapler was analyzed and found to have 8 hi drivetrain friction failures based on log review, but not during in-house testing. The instrument was placed and driven on an in-house system. The stapler was tested, and the instrument passed the recognition and engagement tests and the grips opened and closed properly. The I-beam window was inspected and found no lodged components. The bevel-spur combo gear was found to have friction. The housing was removed and there was friction observed when manually rotating the bevel of the stapler. The instrument was also found to have a torn wrist cover. The torn wrist cover was found to be dislodged from its normal position. There was no missing material. Upon visual inspection, the I-beam was manually driven out and was found to be bent. The bend was found at about 0.576¿ from the distal end. The instrument was also found to have frayed snake wrist cables at the distal end. The wrist cover was removed in-house and found the snake wrist cable was frayed. The instrument was found to have dislodged wrist links at the snake wrist. The wrist cover was removed in-house and found the wrist links were dislodged from their normal positions. The instrument was found to have imprecise motion. This instrument¿s grip tips were not moving intuitively, I. E. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument would move in the correct direction, but it was slightly off. Failure analysis of the second sureform stapler installed: failure analysis (fa) investigations confirmed the customer reported complaint "initialization not completed". The fa found the primary investigation finding was related to the customer reported complaint. For clarification, the instrument was found to have initialization failures during in-house testing. The stapler was placed on the in-house system and failed calibration at 30%. The stapler failed initialization during multiple attempts when placed on the in-house system. There was no physical damage found. The I-beam window was inspected and found no damages or lodged components. The root cause of the instrument failed initialization could not be determined at this time. Additionally, the bevel-spur combo gear was found to have friction, likely causing the initialization failures. The housing was removed and there was friction observed when manually rotating the bevel of the stapler compared to an in-house stapler. The root cause of this failure is attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.